Event description:
The transducer was primed. As it was to be connected, it came apart at the 3-way tap (stopcock). No patient injury was reported. The product is expected to be returned but has not yet been received.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental report will be submitted when the product evaluation is complete.

Manufacturer narrative:
Received one single dpt kit. Dry blood was noticed at the dpt zero-stopcock and pressure tubing connection. Examination revealed that there was no leakage detected from the unit during leak testing. All connections were tight and secure. There was also no visible damage observed from the returned unit. It appeared that blood leaked at the dpt zero-stopcock to pressure tubing connection during use due to loose connection. A visual examination was performed under microscope at 10x magnification. The IFU recommended ensuring that all connections were secure during use. There was no manufacturing nonconformance found and the information suggests that procedural/handling factors may have contributed.